Event description:
It was reported that bd intima ii catheter leaked with power injector the patient was admitted to the hospital at 11:59 on (B)(6) 2024 due to "found that blood sugar was elevated for 3 years, dry mouth, polydipsia, and polyuria for 1 week", and at about (B)(6) 2024 9 a.m., the upper and lower abdomen plain scan + enhanced CT examination was perfected, and iopamol injection was injected before the examination, the speed of the high-pressure syringe pump was 2.8ml/s, and when the last 10 seconds of the pressure pump bolus were left, the rear end of the closed intravenous indwelling needle suddenly burst, and the pressure pump was immediately suspended, and the new closed intravenous indwelling needle was replaced with a new one, and the remaining contrast medium was continued to be pumped.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
No additional information provided.

Manufacturer narrative:
1. From the follow-up information: the prn suddenly burst during the high-pressure injection. 2. No actual samples and photos returned. 3. DHR/bhr review lot#3227126. 1.this batch of products were assembled at intima ii auto line 3 in august 2023, and packaged at cfs package line in august 2023. Work order quantity was (B)(4) ea. 2. Review the in-process test reports and outgoing test reports, and all test results meet the product specifications. 3.review the production records with no nonconformance, deviation or rework activities. 3. The retained sample of this batch is taken for 45psi leakage test, no leakage is found, and no abnormality is found on the prn. Please see attachment for the test report. 4. The prn is only suitable for normal pressure i.e., less than 45psi, 300kpa. Infusion. High pressure in the CT room can cause damage to the prn. 5. Sku#383012 is an intima ii product, which has not been declared to be used for high-pressure injection. The intended use for the bd intima ii product is the intravascular administration of fluids. 6. No similar complaints have been received from other hospitals regarding this batch of products. Conclusions no abnormality is found on process and retained sample, and no similar complaints have been received from other hospitals regarding this batch of products. Since the product is not suitable for high pressure injection, the root cause of the burst prn is related to the wrong use of the product.